Event description:
International distributor contacted dexcom technical support on (B)(6) 2012, to report that upon sensor removal, due to sensor failure, patient noticed that sensor wire was shorter. The insertion site looks a little red and patient is able to see that a fragment of the sensor has remained inside his skin. International distributor also reports that patient is using an antibiotic ointment to prevent infection.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.